Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer stated that she did not call to report the event and have not used the insulin pump since then. The customer stated that the device no longer functions and troubleshooting could not be performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.